Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04246. It was reported the patient was having itching and irritation around his ipg site. In addition, the patient reported the ipg site was warming during charging. It was also reported the patient had unwanted stimulation in his stomach area. The patient reported when he turns his stimulation off, he feels an uncomfortable tightening of the muscles on his left side. Follow up identified the patient was working to obtain a new physician.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.